Manufacturer narrative:
H.6. Investigation: customer returned one (1) loose 31g x 6mm, 0.5ml bd insulin syringe from lot 6291735. Consumer stated: cap looked chewed up, part on plunger rod missing. The returned syringe was examined, and it was observed that the plunger rod was broken, and plunger cap damaged. The part of the plunger rod that contains the thumb press was not returned, however, its condition is the result of the plunger rod being broken. A review of the device history record was completed for batch# 6291735. All inspections and challenges were performed per the applicable operations qc specifications. There were eleven (11) notifications (B)(4) noted that did not pertain to the complaint. Process summary: the automatic syringe assembly machine feeds 0.5ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. There were no quality notifications or log book entries made during the production of this batch. No root cause for this defect can be determined.

Event description:
It was reported that the bd veo¿ insulin syringe with the bd ultra-fine needle was found before use with damaged on the plunger handle and cap. Part of the plunger rod was reportedly missing, and the cap appeared to be "chewed" up. The following information was provided by the initial reporter: I recently opened a bag of 10 bd 6mm syringes ndc/hri #: (B)(4). 324911 and one of the syringes was damaged on the plunger handle and cap and the plunger handle was missing. The plunger "rod" and cap appear to have been chewed.

Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd veo¿ insulin syringe with the bd ultra-fine needle was found before use with damaged on the plunger handle and cap. Part of the plunger rod was reportedly missing, and the cap appeared to be "chewed" up. The following information was provided by the initial reporter: I recently opened a bag of 10 bd 6mm syringes ndc/hri # 08290-3249-11 . 324911 and one of the syringes was damaged on the plunger handle and cap and the plunger handle was missing. The plunger "rod" and cap appear to have been chewed.